Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, the vision was terrible, everything was wavy. The patient was told she had an epiretinal membrane macular pucker, and that it could only be cured by surgery that is considered risky. Approximately 2 years later the patient reported that she could not see out of the eye where the cataract was removed. She was sent to see a retina specialist, but the doctor was not sure what had happened. She was sent to a hospital for an angiogram of her eye. The diagnosis was an epiretinal membrane but the patient believes there was some doubt. She can see fairly well with both eyes open. When she closes the fellow eye, she cannot see well enough to read or much else. A straight line is now wavy and letters jump up and down. Further information provided by the patient that the eye wasn't good as soon as she left surgery.